Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the colonic artery using penumbra smart coils (smart coils). During the procedure, the physician placed a smart coil in the target vessel using a lantern delivery microcatheter (lantern) with no issue. The patient then advanced a new smart coil in the target vessel but the smart coil did not take its intended shape; therefore, it was removed. The procedure was completed using another smart coil and the same lantern. There was no report of an adverse effect to the patient.